Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the 2.4 mm ti va locking screw stardrive 12 mm (part # 04.210.112, lot # unknown) was received at us customer quality (cq) with the threads on the head of the locking screw stripped. There were a couple torn threads. This is consistent with the reported complaint condition, thus confirming the complaint. Functional test: a functional test was performed by assembling the 2.4mm ti va locking screw, 12mm (04.210.112) with the va-lcp two column drp 2.4. Volar left 6 holes (04.111.631) and it was observed that the screw was not properly inserted onto the holes of the plate due to stripped condition of the screw threads and also due to the stripped condition of the internal holes in the plate. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: dimensional analysis was not performed due to post manufacturing damage. Document/specification review: the following drawing(s) was reviewed; - 2.4 mm variable angle locking screw self-tapping, stardrive recess a manufacturing record review could not be performed as the lot number is unknown. Complaint confirmed? Yes. Conclusion: the complaint is confirmed for the 2.4mm angle locking screw (04.210.112) as the threads of the screw head are stripped and also the threads on the shaft are torn. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent removal of plate due to the fracture not healing. This report involves one (1) 2.4mm ti va locking screw stardrive 12mm. This is report 10 of 10 for (B)(4). This product complaint, (B)(4), is related to (B)(4).